Manufacturer narrative:
(B)(4). The complaint rt236 infant dual-heated evaqua breathing circuits were scrapped by the hospital and could therefore not be evaluated. The hospital did not provide sufficient information about the incident for us to be able to determine the root cause of the reported leak. All breathing circuits are pressure tested during production and those the fail are rejected. This is an automated process and the circuits would have met the required specification at the time of production. The user instructions that accompany the rt236 infant dual-heated evaqua breathing circuit states the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". A ventilator alarm alerts the user to a leak and allows them to act by replacing the breathing circuit according to their standard procedures.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a leak was found at the inspiratory tube of 10 rt236 infant dual-heated evaqua breathing circuits. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt236 infant breathing circuits are not expected to be returned to fisher & paykel for investigation as the hospital has reported that the complaint devices have been discarded. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis of a possible root cause of this reported incident. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the inspiratory tubes of 10 rt236 infant dual-heated evaqua breathing circuits were found leaking. This was noticed before patient use. No patient consequence was reported.